Event description:
It was reported that during photoselective vaporization of the prostate (pvp), the fiber had an internal shaft broke. The material was collected, and the procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture, the fiber body had a break proximal to the fiber tip. Microscope inspection identified the glass tip was protruding from the metal cap and the fiber was rotating within the metal cap, indicating a glue failure also occurred. The glass cap exhibited moderate charred debris on the fiber tip, indicating the fiber contacted tissue during use and is likely the cause of the glue failure. Device history record (DHR) indicated that there were no manufacturing issues that could have contributed to the reported event. The device instructions for use (IFU) was reviewed, it instructs: "do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip" and "do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope". A risk review was completed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on analysis results, this event the reported complaint was confirmed, boston scientific has assigned this investigation to "unintended use error caused or contributed to the event" where the interaction between the user and device, or sample, caused or contributed to the error.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp), the fiber had an internal shaft broke. The material was collected, and the procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The media provided by the customer was inaccessible. There is no evidence as part of this investigation. The device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A labeling review was performed on the device instructions for use (IFU). The IFU cited: "caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber." The reported device performance allegation cannot be confirmed.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp), the fiber has an internal shaft broke. The material was collected, and the procedure was completed using another fiber. There were no patient complications.